Event description:
Fluid leaking from filter on the extension set. When rn went to hang fluids (doxorubicin, etoposide, vincristine in ns 1000ml noticed fluid leaking from the filter on the 17inch extension set.